Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial #: (B)(6) , ubd: , UDI#: h3:analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed main board no power. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient started to have issues with recharging his implant since 3 days ago. Patient would get no device found with just the controller, but when he plugged the recharger into the controller, the controller didn't seem to recognize the recharger was plugged in. Patient also got error message about recharging controller battery when it was actually at 100%. Technical services(ts) had patient try to connect with just the handset and when he got no device found this time, ts had patient plug in the recharger. Patient then got the normal recharge screen, with controller at 100% and implant in the red. Ts had patient move the recharger wire around and recharging status didn't change. The patient called back to report difficulty with recharging, that battery was still at low status after 30 minutes of recharging. Pins inside the controller is bent. No symptoms were reported. (B)(6) 2022 (B)(4) (con): additional information was received from the pt. Pt called and left voice message regarding received a controller and continues to see the controller not recognizing the recharger (rtm). Patient services (ps) called pt back and left a voice message additional information was received from the pt. Pt reported the same issues as last week when ptm was replaced on 9/15: batteries low- replace the controller batteries soon/ptm not recognizing rtm/over 2 hrs. To charge ins to 70%/another 45 minutes to get to 100%/screen appeared to freeze on checking recharger after reset / had the pt unplug rtm then plug back in/was able to recharge excellent but kept switching from good/excellent (or disappear in the past) to just "recharging". Pt commented after waiting 20 minutes the ins battery depleted from 60% to 50% while recharging instead of incrementing. Pt mentioned previous replacement rtm. Ps had pt perform following steps to reset ptm: 1. Making sure nothing was plugged into ptm; 2. Remove the li battery pack (bp); 3. Connect ac power supply to ptm; 4. Reinserted bp after ptm powers on. Pt inspected rtm connector pins/plug & cord without detecting any visible damage. Pt provided current battery levels: ptm 100% ins 80%. Pt said they placed the recharging antenna inside their pants to secure position instead of using recharging belt. A replacement rtm was requested. Pt mentioned they used to charge their ins battery up in less than a half hour. Pt mentioned they had an appointment tomorrow with a spinal cord doctor. Pt called back to let us know they are seeing a system problem rm-06 code. Ps reviewed that repair is already sending the rtm and this code confirms that it¿s the right part to send.